Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events of halt and central regurgitation were confirmed based on the provided medical record. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per medical review, "the bioprosthetic aortic valve had moderate transvalvular regurgitation with no paravalvular leak. The aortic valve mean gradient was 10mmhg with an aortic valve area of 1.4 cm2. The CT tavr: tavr valve shows incomplete central coaptation. Mild halt involves the left and right cusps. The surgery consult stated that the patient has poor transfemoral options, better options would be transaxillary or transaortic". In this case, the patient experienced leaflet thickened/halt, which could interfere with the functionality of the valve by restricting the leaflet motion leading to abnormal coaptation, resulting in central regurgitation. Available information suggests that patient factors (thickened leaflet, hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 2 years and 5 days post transcatheter aortic valve replacement (tavr) via subclavian approach using a 23mm sapien 3 ultra valve the valve is "possibly failing" and may require treatment. Per medical review, the 1-year and 9-month transthoracic echocardiogram showed a left ventricle outflow tract was 40-45%. The bioprosthetic aortic valve had moderate transvalvular regurgitation with no paravalvular leak. The aortic valve mean gradient was 10mmhg with an aortic valve area of 1.4 cm2. The patient's CT of the valve shows incomplete central coaptation with mild halt involving the left and right cusps. The surgery consult stated that the patient has poor transfemoral options, better options would be transaxillary or transaortic.

Event description:
Further information provided by the field clinical specialist states that the patient was treated with a 20mm sapien 3 ultra. At the end of the case, the mean echo gradient was 5mmhg, and there was no aortic insufficiency (ai). The patient left the room in stable condition.

Manufacturer narrative:
Update to b5.